Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted 12v power supply on the computer/analog pca. The shorted power supply damaged the printed circuit board. The root cause for the shorted power supply could not be positively identified. Electrode belt sn (B)(4) was returned and evaluated by the distributor. The reported problem (exposed wires) was confirmed by the distributor. As received the cable connecting the distribution node to the rear therapy electrodes was severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires and that the patient's monitor would not power on.